Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have exhibited high shock impedance measurements for the last four years. It was noted that defibrillation threshold (dft) testing was performed approximately four years earlier. The shock impedance was now around 190 ohms. Boston scientific technical services (ts) consulted and found the last delivered shock was three and a half years earlier at 41 joules with an impedance measurement of 86 ohms. Ts recommended another 41 joule shock be delivered to determine the difference between measured and delivered shock impedances. Ts further discussed that once a shock impedance measurement is greater than 145 ohms, the device switches from biphasic shock delivery to monophasic shock delivery. Additional information was received that non-invasive programmed stimulation (nips) testing occurred and the shock impedance measurement was greater than 125 ohms with a 1.1 joule and 41 joule shock. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. A new device and lead were successfully implanted and no additional adverse patient effects were reported